Event description:
It was reported that the user experienced persistent hyperglycemia after an infusion set supply change on an ilet system, during which the set reportedly detached and was reattached, and the user pressed the needle into the body to remove the site; subsequent review identified a bent cannula on the infusion set and corrective education was provided, with a complete supply change performed using an inset. Symptoms included hyperglycemia, headache, and lethargy. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, a usage problem, and an improper procedure related to the cannula component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.